Event description:
It was reported damage was detected when the lead was removed. No action was required as a result of the event. Impedance testing was performed and the cause of the issue was not determined. When the doctor removed the end cap from the lead, the most distal electrode got caught in the end cap. The patient status at the time of report was alive with no injury and there were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).